Event description:
It was reported that the pacemaker implanted in 2015, had one year remaining. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year, and was currently three times over the expected power consumption and was expected to continue to increase. Device replacement was recommended, however, the patient was very sick, wheelchair bound, and on oxygen. The physician was not planning a revision procedure at this time, and have turned everything off on the device that was not necessary and programmed vvi 50. The plan was to monitor the device via the remote monitoring system. No adverse patient effects were reported. The device remains in-service.